Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos around every light and at night felt like living in a nightmare. The patient was unable to drive at night. The doctor told patient that if the eyes had not improved by the time, they probably never would. Patient was unhappy with the outcome. Additional information has been requested and received that patient was prescribed eye drops, and then used over the counter eye drops for dryness. The doctor gave some drops to use before going out at night. But was not used. The patient said that usually uses tinted glasses at night and exploring clear lenses with a non-glare coating, but didn't find any difference. He also stated that the lenses were great during the day. And he doesn't need glasses for reading, sewing or any other close work. There are two medical device reports associated with this file. This report is associated with the (od) file.